Event description:
This is being reported as an adverse event that occurred as part of the (B)(4) study. The patient had surgery scheduled to undergo pelvic floor repair including sacrospinous ligament suspension, cystocele repair, native tissue rectocele repair and retropubic sling. One device was implanted on (B)(6) 2014 along with a transobturator sling (not identified) without complications. On (B)(6) 2014, the patient experienced constipation of moderate severity causing rectal and abdominal pain related to muscle spasms. The event was resolving on (B)(6) 2014. The physician assessed the event as pelvic floor related; definitely related to the procedure and possibly related to the device. (The device was not specified).

Manufacturer narrative:
The device history record for this lot was reviewed and everything was in order.